Event description:
It was reported by service report that the backrest is missing (won't hold weight). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.